Event description:
Surgeon believes malfunctioning valve, not holding proper pressure. Explanted and revised with competitor's valve. On (B)(6) 2015: I don't currently have info on original implant date nor do we have any associated lot numbers. Yes, I have collected the product to return.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve is a precision valve with 4 dots. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted, the valve was reflux tested, the valve passed the test. The valve was then pressure tested. The valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the base plate. Review of the history device records confirmed the valve; product code 82-5474 with lot number crgcm7 conformed to the specifications when released to stock on the 3rd july 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.